Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg was explanted and replaced due to reaching end of life.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Upon review, the issue should not have been submitted as a medical device report (MDR) as the device analysis shows normal battery depletion was exhibited.

Manufacturer narrative:
Correction: section h6 health effect - clinical code, health effect - impact code, and medical device problem code have been updated to their correct codes from what was reported in additional report 2.